Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that the customer was hospitalized in 2010 for diabetic ketoacidosis. It was stated that the incident was caused by the tubing not getting insulin for extended amount of time. Attempts to contact the customer were made but she could not be reached.